Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the rep that the surgeon was performing the procedure when the surgeon tried to fire the ems stapler on the mesh. The staples were spitting and misfiring. The surgeon opened another ems and it failed too. The third ems device worked to complete the case. There was no consequence to the pt.